Event description:
It was reported that the pump had continued to alarm to check for empty reservoir. The line had been clamped, and the cassette had been removed. The tubing had been massaged, but upon reconnecting and attempting to restart, the pump had begun alarming that the cassette was not properly attached. The cassette had been removed and reattached multiple times, both with the power on and off, but restarting the pump had remained unsuccessful. The pump had ultimately been powered off, and the line had been clamped. The event occurred while in use with a patient, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.